Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the back haptic caught in the injector and tore. There was no patient contact.

Manufacturer narrative:
.